Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 21-aug-2025, the user reported the ilet had run out of insulin, with blood glucose (bg) 400 mg/dl and fingerstick 395 mg/dl while using fsl3+. The user, 10 days into ilet use, asked if a meal announcement should be entered; the agent advised allowing the ilet to correct automatically. Follow-up checks showed bg trending down: fingerstick 346 mg/dl, then 253 mg/dl (fingerstick 228 mg/dl), and finally 108 mg/dl after supply change and resumed insulin delivery. Highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after supply change. Symptoms included dry mouth and nausea. No prolonged out-of-range period, outside assistance, or medical intervention was required or reported at the time of call.